Manufacturer narrative:
The insulin pump was received with blank and flashing white lcd display anomaly due to cracked lcd controller at the printed circuit board; unable to perform displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unable to verify replace battery alarm due to flashing white lcd display. The insulin pump had cracked reservoir tube lip, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out" even after replacing the batteries with new ones. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.